Event description:
Paramedics responded to a pt described as in cardiac arrest. The pt was countershocked twice but, according to the reporter, when the device was charged for a third countershock, the device would not transfer energy when the discharge buttons were pressed. The reporter stated this occurred several times even after cycling power and switching batteries. The pt was not resuscitated.